Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The patient was treated with penicillin and other unspecified drugs for the event. At the time of this report, pd therapy was stopped. The cause, hospitalization and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The event occurred on an unreported date "two months ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.